Event description:
It was reported that the customer's insulin pump alarmed button error. The customer changed the battery and the alarm continues. Reviewed the alarm history and noted motor error alarms. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. No motor error or button error alarm noted. The motor passed the motor test. The device was received with intermittent button response due to moisture damage keypad traces, scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.